Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was displaying an "error 5" message. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began on the morning of (B) (6) 2010. It is not known when the pt had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt manages his diabetes with metformin and glyburide (medication specifics not known). The pt confirmed that no changes were made to his usual diabetes routine due to the alleged product issue. At approximately one hour after the alleged product issue began, the pt reportedly became sweaty with a fast heartbeat. The pt denied using any other meter to test his blood glucose at the onset of his symptoms. The pt reported that he treated himself by administering 5 units of humalog twice, followed by 2 units of humulin r two times. Per smartscripts, the cca documented that the pt was performing the correct testing process and that the test strip had drawn in the blood sample completely. Replacement meter and supplies were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claims that he was unable to test his blood glucose due to the alleged meter error message, reportedly developed symptoms suggestive of hypoglycemia that required self-treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.